Manufacturer narrative:
Follow up report (B)(4). Updated:b4,b5,d2,g1,g3,g6,h1,h2,h3,h6. No product was returned or pictures provided; a product evaluation could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records were provided and reviewed by a health care professional. Review of the available the information provided for this reported event refers a tendency of dislocation of the shoulder implant and pain. The screws reported in this complaint are not involved in the dislocation event, but their involvement in the onset of pain cannot be excluded. Based on the available information, a relation between the onset of pain and the involvement of the screw cannot be confirmed, and a definitive root cause for the reported event cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). D10: invers/revers scr #item: 0104223036, #lot: 2937875. Tm rvs base plt, #item: 00-4349-015-00, #lot: 63799890. 36mm vit e liner +0mm, #item: 00-4350-036-00, #lot: 64054234. Therapy date: on (B)(6) 2025. G2: foreign report source japan. Attempts have been made to gather all product identification information, and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision approximately 6 years post-implantation due to pain and tmr loosening. Attempts have been made and all available information has been provided.